Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a chemolock in which the customer reported "air in line red cap popped off". It was not reported whether there was patient involvement or not. There was no harm reported as a consequence of this event. No other information is available.

Manufacturer narrative:
Additional information was received that possible list numbers could be: cl2000s-5, cl4130, cl4160, cl2100 and cl80-s-5. Additional information, a5, a6, b5.

Event description:
Additional information was provided that there was no unprotected chemo exposure and no harm reported to the patient or healthcare provider.